Event description:
The architect c-peptide assay is a chemiluminescent microparticle assay for the quantitative determination of c-peptide in human serum, plasma and urine and is used as an aid in the diagnosis and treatment of patients with abnormal insulin secretion including diabetes mellitus. During a complaint investigation, a product deficiency was identified for architect c-peptide reagents, list # 3l53-25, lots 03610k000 and 01711a000, which have the potential to generate falsely elevated results with certain patient samples and non-abbott quality controls. Abbott controls do not exhibit this shift. A product recall was issued and reported under 21cfr806 for the architect c-peptide reagent to the (B)(4) district on (B)(4) 2011. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Suspect medical device, lot #: additional suspect lots: 01711a000, manufacture date: (B)(4) 2011, expiration date: 12/12/11, (B)(4), manufacture date: (B)(4) 2011, expiration date: 10/29/11, (B)(4), manufacture date: (B)(4) 11, expiration date: 1/10/12, (B)(4), manufacture date: (B)(4) 2011, expiration date: 4/16/12. Patient: no consequences or impact to patient (B)(4); (B)(4). Device: high test results (B)(4); (B)(4) the cause of the architect c-peptide falsely elevated quality control and patient results was due to a new antibody lot used in the manufacturing of the c-peptide microparticle and/or conjugate reagents. Abbott issued a product recall letter to all customers with instructions to discard and destroy any remaining inventory of the affected lots.